Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the same day of implant of the right ventricular (rv) lead, it was noted on an echocardiogram that the patient had a small pericardial effusion. A pericardial tap and drain was performed. The lead remains in use. No further patient complications have been reported as a result of this event.